Manufacturer narrative:
It was reported that the patient presented to lvad clinic on (B)(6) 2016 with central chest wall mass is increasing in size and redness. The patient denied fever or chills but reported left chest wall and rib pain. Wbc 9.9, temp 37.1 c. At that time the wound and blood cultures were sent. IV antibiotics started. On (B)(6) 2016, the patient had incision and drainage of 6x5 cm mass at lower end of sternum in the operating room. Skin and subcutaneous tissue were involved, but did not include bone or muscle. The patient's drainage was purulent. The wound did communicate with the mediastinum, with the heart border. The lvad driveline was visible. The wound was packed with betadine soaked gauze, wound vac placed at 100mm/hg and dressed. On (B)(6) 2016 wbc 6.0, temperature 36.6 c, blood and wound culture negative to date. On (B)(6) 16 wound care saw pt. Tunneling present at 1200, depth 3.9 cm. On (B)(6) 2016 temperature 36.7, wbc 4.9 wound and blood culture negative to date. Vancomycin continued. On (B)(6) 2016 t 36.4, blood culture negative, wound culture gram + cocci, gpc coccobacillus. Vancomycin continued. On (B)(6) 2016 temperature 36.3 wbc 5.0. No colony growth in wound culture, blood culture remains negative. Pain is controlled with tramadol. Discharge being arranged. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Surgical site infection events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) addresses guidelines for optimal patient management. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbities. There are patient and procedural factors that may have contributed to this event. Updated labeling: the system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and anemia are known potential complications of patients after any surgical procedures or in those with open access sites. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Updated conclusion: the pump remained implanted in the patient . Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. In this case these factors may have also included the patient's repeated sternotomy procedures and the progressive nature of the patient's underlying disease process. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. There are patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Surgical site infection events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to lvad clinic on (B)(6) 2016 with central chest wall mass is increasing in size and redness. The patient denied fever or chills but reported left chest wall and rib pain. Wbc 9.9, temp 37.1 c. At that time the wound and blood cultures were sent. IV antibiotics started. On (B)(6) 2016, the patient had incision and drainage of 6x5 cm mass at lower end of sternum in the operating room. Skin and subcutaneous tissue were involved, but did not include bone or muscle. The patient's drainage was purulent. The wound did communicate with the mediastinum, with the heart border. The lvad driveline was visible. The wound was packed with betadine soaked gauze, wound vac placed at 100mm/hg and dressed. On (B)(6)2016 wbc 6.0, temperature 36.6 c, blood and wound culture negative to date. On (B)(6) 2016 wound care saw pt. Tunneling present at 1200, depth 3.9 cm. On (B)(6) 2016 temperature 36.7, wbc 4.9 wound and blood culture negative to date. Vancomycin continued. On (B)(6) 2016 t 36.4, blood culture negative, wound culture gram + cocci, gpc coccobacillus. Vancomycin continued. On (B)(6) 2016 temperature 36.3 wbc 5.0. No colony growth in wound culture, blood culture remains negative. Pain is controlled with tramadol. Discharge being arranged.